Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with myopic refractive surprise. Additional information has been requested.

Manufacturer narrative:
The company clinical applications specialist (cas) reported the surgeon noted the patient had a myopic refractive surprise. The patient has a history of hyperopic lasik. The system is designed to be used during ophthalmic surgery. The data is obtained, analyzed, and presented to the user via a cart mounted liquid crystal display (lcd) touchscreen, within a period that does not impede the surgical procedure. The system is intended for use in the measurement and analysis of the refractive power of the eye (i.e. Sphere, cylinder, and axis measurements). The safety and effectiveness of using the data from the system have not been established for determining treatments involving higher order aberrations of the eye such as coma and spherical aberrations. Therefore, a service history review cannot be performed. Specific product identifier (or serial number) was not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).